Event description:
Customer reported via phone, a serter and sensor needle. During troubleshooting customer mentioned his blood glucose was 415 mg/dl, treated with manual injection because the insulin pump had ran out of insulin. No troubleshooting was performed for high blood glucose and issue with the sensor was resolved. Customer however did mention the cause of his high blood glucose was the insulin pump had ran out of insulin in the middle of the night. The insulin pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.